Event description:
Device malfunction: partially deployed stent. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that an xpert stent was deployed in an upper popliteal lesion without incident. During this same procedure fluoroscopy revealed a distal occlusion. The physician decided to place an xpert stent distal to the previously deployed stent. The xpert device was removed and found to have partially deployed. A second xpert stent was used and deployed without incident in the distal lesion. The patient did not experience any adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.